Manufacturer narrative:
The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that the 1.7mm cable with crimp 750mm cable plate 3 cables broke while being tensioned. There were no reports of surgical delay or patient harm. This is 2 of 7 reports for (B)(4).